Manufacturer narrative:
No product was returned. The investigation was unable to determine a root cause, as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. G1, email address: (B)(6).

Event description:
It was reported that the patient's line had failed, and the patient was taken off the medication. It was unknown if there were any adverse patient effects.

Manufacturer narrative:
Other, text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3, d4: catalog number, serial number, UDI, h4, and g5 are unknown. D3, g1, and g2 email is (B)(6).